Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead; 2187-85 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed an impedance trend noting one data point of increased impedance. Stored electrogram showed a short burst of possible over-sensed noise. The lead remains in use. No patient complications have been reported as a result of this event.